Event description:
It was reported that a patient underwent surgery for a battery replacement for a pacemaker on (B)(6) 2012 and topical skin adhesive was used. On (b)(64) 2012 the patient returned to the hospital with itching and a rash at the application site. She returned on (B)(6) 2012 due to worsening symptoms. The patient was given antibiotics and steroids for treatment.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dlr800 mfg date: 10/01/2011. Batch edb912 mfg date: 04/01/2012. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03624. The same patient is represented in each medwatch.